Event description:
It was reported that a revision surgery was performed after it was discovered the previously implanted stem was undersized.

Manufacturer narrative:
Visual inspection revealed the returned devices are intact and resemble typical explanted devices. The oxinium head, with the sleeve still in the ID, poly liner and stem were returned. A review of complaint history revealed no prior complaints for the listed lots/failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. The evaluation noted bone on-growth is visible on the porous coated region of the stem. Scratches are visible on the neck, beneath the taper region. These could have been caused during removal of the components. No signs of damage which would directly indicate loosening, such as burnishing, were visible on the femoral stem. Damage was visible on the liner articulating surface, potentially due to normal wear during contact in vivo or by third-body debris. Damage was visible on the articulating surface of the femoral head potentially caused during removal of the components. An exact root cause of the reported problem could not be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The investigation could not verify or identify any evidence of product contribution to the reported problem.